Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, fecal incontinence. It was reported that the reason for call was that the caller reported that they just received a replacement handset because the old one completely stopped working. The caller reported seeing a message on the handset "therapy has stopped, replace the internal device". The caller reported that they've been seeing this for the past 3 weeks. Agent reviewed that the internal device will need to be replaced. The patient was redirected to their healthcare provider to further address the issue. The caller expressed dissatisfaction with longevity.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.